Event description:
Attorney reported: (B)(6) 2003: pt had a composix kugel mesh implanted to repair a hernia defect. On (B)(6) 2007: pt presented to the hosp for excision of the composix kugel mesh. The injuries the pt sustained because his composix kugel patch failed were severe and they caused his death. Pt died on (B)(6), 2007.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or request for additional info has not been responded to. No conclusion can be drawn at this time. Additional info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. A DHR review has been conducted. All paperwork appeared complete and accurate. No mfg issues were identified.